Manufacturer narrative:
(B)(4). Results of investigation: this unit was evaluated by a carefusion authorized service technician. The service technician stated that the unit was tested and during testing it was confirmed that the ventilators peep would stay at 1 when set to 20. The service technician contacted the customer with information on the repairs needed for the ventilator and the customer declined the repairs and requested the ventilator to be sent back as is.

Event description:
It was reported to carefusion that the unit is not reading the peep properly. The reported issue was confirmed while in service. The customer also reported that there was no patient involvement associated with this complaint. The service technician stated that the ventilator came in with a sticky note stating the malfunction with the unit.